Event description:
It was reported that during a lap sigmoid colon resection procedure, the device deployed malformed staples which came off the tissue. The surgeon sutured to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.